Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported an incomplete connector during corneal pocket creation on a patient's left eye. The procedure was aborted and a contact lens was placed in the eye for comfort. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The logfile shows the energy and vacuum were stable during the treatment. No relevant deviation between planned and performed energy is detectable for the treatment. No abnormality regarding z-offset setting can be identified. (B)(4).

Event description:
Additional information has been received, a second corneal pocket was created and inlay was inserted. The patient is experiencing corneal haze from the first pocket created.

Manufacturer narrative:
No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively.(B)(4).